Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore on march 4, 2026 from the imaging database and imedidata base: on (B)(6) 2025, the patient underwent endovascular treatment as a planned endovascular procedure for a common iliac artery aneurysm. The patient was treated using the gore® excluder® iliac branch endoprosthesis in the right common iliac artery and right internal iliac artery. The gore® excluder® aaa endoprosthesis was in the right and left common iliac arteries. The gore® excluder® conformable aaa endoprosthesis was in the infrarenal abdominal aorta and the extender was in left renal artery. All gore® devices were successfully implanted, and the patient was discharged on (B)(6) 2025. On (B)(6) 2025, the patient underwent a cta, which revealed a type ii endoleak. The imaging specialist also reported a dissection of the left external iliac artery, beginning distal to the stent within the left common iliac artery. No reintervention has occurred.

Manufacturer narrative:
Added g3/g4, h1/h2, h6, h7. Additional investigation determined no product problem or deficiency caused or contributed to an adverse event/incident for the patient; the initial medwatch and any supplemental report submitted under manufacturer report number 3013164176-2026-02951 was submitted in error and is hereby retracted.